Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that since last friday they got a sudden pain in their leg and arm, so much so that they "can't stand it". They state they can't even walk or hold a glass due to this pain. They state they have lost 30 pounds in the last couple of months and they have been through every CT scan because they are looking for cancer. They state the ins is "set too high", mentioning that they were always set at 2.5v and now are set at 3.5v. They state the reason they feel it may be too high is because of the events that happened last friday, but doesn't necessarily think the settings are the problem. The state that when they turn the ins off they shake and have pain. The patient confirmed that the system helps with these symptoms when the ins is turned on as well as being the reason it was implanted. They had their bi-annual appointment 2 weeks ago. They state they go twice a year,winter is worse, summer is not so worse. Their doctor adjusts it up and down so it's comfortable. It was comfortable when they left their last appointment. They have had no problems with the adjustments made by their healthcare provider. They were told the day prior to turn the ins off. They turned it off and then turned it back on. When they turned it back on they reported that her hand "cramped up" so they turned the ins off again. No trauma/falls are related to the issue. No further complications were reported or anticipated with this event.